Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of the programmer abruptly shutting down and attributed it to a defective radiofrequency (rf) programmer head cable. The programmer powered up and interrogated as expected using a known good rf head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer would shut down abruptly right after turning on and that it had happened repetitively. The programmer was returned for service. No patient complications have been reported as a result of this event.